Event description:
It was reported that while in the cardiac cath lab, the md inserted the sheath via the right femoral artery. The intra-aortic balloon (iab) tray was opened and the staff noticed that the balloon looked as if it was not "wrapped very tight." The iab was prepped per instruction. The md tried to insert the iab through the sheath; however, the insertion was unsuccessful because the iab could not be advanced into the sheath. As a result, the md requested a second iab to complete the procedure. Reference MDR #1219856-2009-00241 for second event involving same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.